Manufacturer narrative:
An investigation is ongoing at siemens healthineers to identify the root cause of the issue. The report will be supplemented after the investigation is completed. Reference#: (B)(4).

Event description:
1. Situation acunav catheter was used when using another company's system. 1) lot: qe427994: the connection with the swift link part did not fit properly. Replaced the catheter, lot: qe428136. 2) lot: qe428136: although the connection was made without any problems, the image suddenly disappeared during echo imaging. The procedure was successfully completed by switching to another company's ultrasound machine. 2. Timing during cable connection after opening the sterilization package. 3. How to complete the procedure contents of the above. The procedure was completed without patient's consequence. The complaint product(s) will not be returned for analysis. When the event occurred acunav catheter (lot#: qe427994) --- pre-op acunav catheter (lot#: qe428136) --- intra-op.